Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix would not extract from the pacing lead. The lead was explanted and tested and found it took several turns to extract and then retract the lead. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.